Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine gentle gum care mint floss, dentally (lot number 3245d, frequency, indication and expiration date unspecified). After an unspecified duration, the consumer noticed the device was flimsy and the part of the box where the device was supposed to be cut, was broken. Upon cutting the floss the consumer noticed the razor part of the device broke off and dropped down inside. The consumer was not able to get it and had to cut the device off to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states america.

Manufacturer narrative:
The date of this submission is 23-aug-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 30-jun-2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine gentle gum care mint floss, dentally (lot number 3245d, frequency, indication and expiration date unspecified). After an unspecified duration, the consumer noticed the device was flimsy and the part of the box where the device was supposed to be cut, was broken. Upon cutting the floss the consumer noticed the razor part of the device broke off and dropped down inside. The consumer was not able to get it and had to cut the device off to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states america. Additional information was received on 12-aug-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. Device history records were reviewed and no deviations or non conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Complaint trends will continue to be monitored. Based on the investigation results, there is no evidence that a device malfunction occurred based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. This report had no adverse event. This report was considered a reportable malfunction in the united states america.